Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.0/093 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The intraocular pressure (iop) was reported as being elevated and combigan bid and pred forte bid were initiated. The elevated iop was resolved and was measured within normal range on (B)(6) 2022. The lens remained implanted.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).